Event description:
It was reported by service report that during a routine inspection, they had found loose screw on a latch that connects to the locking pin at the head right and the bracket was turned around. No pt involvement or adverse consequences are reported.